Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field events of noise and high impedance measurements on the atrial channel were confirmed via review of programmer printouts. The device was tested on the bench and using automated test equipment and no anomalies were found. The high impedance measurements were believed to have been caused by an intermittent issue that was not caused by a device malfunction. The root cause of the noise could not be determined because the noise could not be reproduced.

Event description:
It was reported during device explant procedure loss of capture from the atrial lead was discovered along with lead impedance measurement change and sensing issues. The patient recently underwent surgery and radiation therapy in the same area of the device. After further testing, all measurement went back to normal. The device was replaced due to elective replacement indicator (eri).